Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "customer called to state he had a hip replacement 2 years ago. It has always bothered him. He is scheduled to have a new one to replace the one he currently has. He would like to know if there is any compensation or assistance since he needs this hip replaced. Please call to follow up with customer."